Event description:
It was reported that a patient presented with sepsis noted on the pacer. No intervention or further patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154837